Manufacturer narrative:
One 15mm loop, bi-directional, curve d-f, sensor enabled, advisor fl circular mapping catheter was received for evaluation. Visual inspection revealed the catheter shaft had a fracture / slit in it caused by a kink at the pull ring. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the kink and subsequent fracture / slit in the catheter could not be conclusively determined.

Event description:
This report is to advise of a fracture in the catheter shaft noted during analysis.